Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. It was confirmed that there was insufficient flow. Replaced circulation pump. Device passed applicable testing after repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the thermostat in an arctic sun device. Per review of wo on 14may2025, there was no patient involvement. Per follow up information received via mail on 22may2025, they would be repaired at the local service depot which was bd approved facility. Both were still at the depot, not resolved yet, in service. Per sample evaluation results received via task on 10jul2025, it was reported that there was insufficient flow.